Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator displayed a "high oxygen pressure", and "no oxygen supply" alarms. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reporting that the v60 ventilator displayed a "high oxygen pressure", and "no oxygen supply" alarms. The biomed then reported that the alarms were verified after reviewing the event logs. Troubleshooting was performed, and it was reported that the failure occurred due to the pressure being too high. It was reported that the biomed was informed that the facility/staff need to regulate the oxygen pressure; the biomed reported that the device was tested and was functional after a fully functionality test was performed.